Event description:
It was reported that this cardiac resynchronization defibrillator delivered inappropriate anti-tachycardia pacing and tachy shocks due to an episode of atrial fibrillation with rapid ventricular response. It is mentioned that this patient had been shocked in the past due to the same reason. There is no evidence of therapy exhaustion. This device remains in service and there is no further information regarding if corrective actions were taken, the patient is going to scheduled to an appointment with the physician. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization defibrillator delivered inappropriate anti-tachycardia pacing and tachy shocks due to an episode of atrial fibrillation with rapid ventricular response. It is mentioned that this patient had been shocked in the past due to the same reason. There is no evidence of therapy exhaustion. This device remains in service and there is no further information regarding if corrective actions were taken, the patient is going to scheduled to an appointment with the physician. No additional adverse patient effects were reported. Additional information was received, the patient with this cardiac resynchronization therapy defibrillator (crt-d) received one inappropriate shock and one inappropriate anti-tachycardia pacing (atp) due to possible rapid ventricular response due to atrial arrhythmia. Technical services (ts) provided a review of the report. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This event was first initiated in 2021 and was reopened due to additional information. Additional contact details are no longer available to obtain the last name of the initial reporter.